Event description:
Litigation papers allege pt suffered symptoms damage to her body including but not limited to severe and unrelenting pain and discomfort in her thigh, groin, hip-joint, back, and right buttock, a clicking, popping, and "locking-up" sensation in her hip-joint when she walks or otherwise moves, severe pain when moving from sitting to standing position, inability to stand for more than approximately five minutes without having to sit down, inability to use stairs, swelling and inflammation, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, chromium and cobalt metal toxicity, and an ability to perform normal daily living tasks. The sales rep reported the revision surgery. The pt was revised to address hip pain.

Manufacturer narrative:
The report states: litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe and unrelenting pain and discomfort in her thigh, groin, hip-joint, back, and right buttock, a clicking, popping, and locking-up sensation in her hip-joint when she walks or otherwise moves, severe pain when moving from sitting to standing position, inability to stand for more than approximately five minutes without having to sit down, inability to use stairs, swelling and inflammation, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, chromium and cobalt metal toxicity, and an ability to perform normal daily living tasks. Doi: (B)(6) 2007 - dor: n/I (right side). Patient is a resident of (B)(6). Update (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address hip pain. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.